Event description:
It was reported that when the patient got out of the hospital from implant surgery, something wasn¿t right. The patient called the healthcare provider (hcp) and the hcp told the patient to wait it out and it probably wasn¿t anything. The patient ended up in the emergency room. The patient noted their kidneys had shut down completely. The patient was home for a day or two after implant and had a home health nurse who recognized the patient¿s problem right away and had the patient go to the hospital. This all happened a day or two after implant, but then the patient noted it was at least a couple of days after implant. The patient couldn¿t give an exact date because they were upset about everything and was feeling worse every day at that time. The patient went into kidney renal failure and the hcp told the patient it was nothing. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n479249, implanted: (B)(6) 2014, product type: accessory. (B)(4).